Event description:
It was reported that the rv (right ventricular) lead dislodged. After attempting to revise the lead several times, the physician asked for a new lead, and the old lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.